Event description:
Ambulance personnel were attending to an asystolic pt. An attempt to externally pace the pt was made and it was reported that several minutes after capture was accomplished, the device spontaneously dropped to 0ma. No alarms were noted. The operator was able to restart and continue pacing without further event. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the ability to restart and continue pacing.